Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Stoma site infection and sepsis are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was hospitalized due to stoma site infection/sepsis. The stoma site infection started in 2018 and cultures have always been inconclusive and was treated with three rounds of antibiotics. On (B)(6) 2019, the physician informed the patient that there was staph infection at the stoma site and unknown intravenous (IV) antibiotics were started. The patient¿s current pegj tube was placed about 4-5 years ago. The stoma site boil and discharge were ongoing.